Manufacturer narrative:
The subject device has not been returned to the manufacturer for evaluation, and will not likely ever be returned. Should the device be returned to the manufacturer for evaluation and can be positively identified as the device referenced in the journal article, this complaint will be reopened and a supplemental MDR report will be submitted containing the evaluation results. (B)(4)

Event description:
Implant movement / migration upon a literature review for the endobutton devices, an article: desai ss, larkin bj, najibi s. Failed distal biceps tendon repair using a single-incision endobutton technique and its successful treatment: case report. The journal of hand surgery. Dec 2010;35(12):1986-1989. Was identified. In this article the following was described: (B)(6) male; postop day 7 patient stated he slipped and fell on ice on his splinted elbow but did not seek medical treatment at the time. Radiographs showed the endobutton had migrated from its original postop position; the repaired tendon was not palpable. The patient underwent revision of the repair postop day 14. Upon exploration, the loss of fixation was noted to be a result of suture breakage at the endobutton, the original button was left in place, posterior to the radius yet no longer engaged with the cortex. The surgeons removed the remaining suture from the tendon and used running, locked krackow stitches employing two double-armed, looped number 2 fiberwire sutures, yielding four strands; they then tied an endobutton to the free end of the sutures as described above. The tendon was repassed and the endobutton was appropriately flipped, engaging the posterior cortex of the radius.